Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The evaluation found image noise occurred. Furthermore, the following additional issues were identified during inspection: bending section cover or distal sheath is not waterproof due to perforation, bending section cover or distal sheath adhesive is floating, the universal cord is wrinkled, the video cable is wrinkled, there are traces of water intrusion inside the product, and the bending section is damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the endoeye flex 3d deflectable videoscope had a distal end leak. The issue was found during preparation for use for an unknown diagnostic procedure. The procedure was completed with a similar device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: an image problem was identified. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed noisy image issue could not be determined, however, it is likely that the issue was due to a leak in the bending section cover, allowing for an ingress of fluid into the unit and resulting in a component malfunction on the circuit board. The event can be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system inspection of the endoscopic image ¿confirm that the endoscopic image is displayed normally in wli and nbi observation¿. ¿1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities¿. Olympus will continue to monitor field performance for this device.